Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. The customer was advised by the philips produce support engineer to remove blue loctite at the o2 inlet screws. The customer removed the blue loctite at the o2 inlet screws. The ventilator passed the electrical safety.

Event description:
The customer reported that the ventilator was failing electrical safety at the oxygen (o2) inlet. The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.